Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
A family member reported that the ok button was intermittently responding for a week and was increasing in occurrences. He stated that he had to press buttons multiple times to get a response. He confirmed that the keypad was intact and the buttons felt normal. The patient reportedly wore the pump in a pouch on her waist and did not clean the pump.